Manufacturer narrative:
It was noted that this lead would not be returned for analysis. If additional information is receivd, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was electively explanted due to noise on the pace\sense channel. No adverse patient effects were reported. Additional information confirmed the noise resulted in pacing inhibition greater than 2 seconds. The field representative indicated there was no visual evidence of a lead fracture.